Event description:
Procedure type: radical prostectomy. According to the reporter: the surgeon was suturing deep in the pelvis at the time and felt the tip break off into the patient cavity. She finished the procedure, x-rayed the patient and chose to leave the needle tip behind. Surgeon felt that there was noting that needed to be done from a clinical perspective. 30 minutes was added for x-rays to be taken.

Manufacturer narrative:
Initial report sent: 09/22/2008.